Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues- fluid blockage - complete occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for mp5313-c lot number 22089254 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set was blocked during the priming process. The following information was provided by the initial reporter: ¿each set is being inspected and flushed for patency prior to use on patient. Rn hooked saline flush up to extension set to prime for patient use. Rn was unable to prime fluid through extension set and replaced with a different extension set that primed without difficulty. On further inspection, the defective extension set was hooked to an empty syringe and with moderate pressure applied ejected a piece of what appeared to be clear plastic. Later in the day another rn experienced the same issue with the same product".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set was blocked during the priming process. The following information was provided by the initial reporter: ¿each set is being inspected and flushed for patency prior to use on patient. Rn hooked saline flush up to extension set to prime for patient use. Rn was unable to prime fluid through extension set and replaced with a different extension set that primed without difficulty. On further inspection, the defective extension set was hooked to an empty syringe and with moderate pressure applied ejected a piece of what appeared to be clear plastic. Later in the day another rn experienced the same issue with the same product."